Event description:
Olympus further received information that the image was lost after the procedure was commenced. The patient sustained no injuries and ended up having the procedure in a different hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and based on the legal manufacturer's final investigation. Device evaluation could not confirm allegation and cannot specify root cause of the suggested event. Therefore, the subject device met its specifications. A review of the device history record did not find any anomalies which could cause or contribute to the reported problem. User can detect the event by handling the device in accordance with the following IFU. Inspection of the endoscopic image. User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: important information - please read before use - spare equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing and inspection, the customer reported complaint could not be confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) surgical procedure, water damage was found during use of the evis exera ii duodenovideoscope. The endoscope was inspected prior to use and the customer reported that water was inside the cap designed to protect the scope from water. The device was working when initial plugged in, however, the procedure was aborted due to the lack of visibility with the endoscope. No information was provided if the patient was under anesthesia and if the procedure was extended due to the event. The patient outcome is unknown. This complaint requires two reports: (B)(6): tjf-q180v, (B)(6): mh-553. This medwatch report is for patient indentifier: (B)(6).